Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing of this camera head, two cuts in the cord were observed. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional tests to assess the device status. The customer allegation was confirmed, there were cuts discovered on the video cable. Moreover, additional damages of failed leak test and coupler difficult to attach to a rigid scope were identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. The reported risk/harm is addressed in the instructions for use (IFU): "match all items in the package with the components shown below. Inspect each item for damage. If the instrument is damaged, a component is missing or you have any questions, do not use the instrument; immediately contact olympus. This instrument was not disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection and sterilization procedures¿." Olympus will continue to monitor the field performance of this device.